Manufacturer narrative:
Device 1 of 1. Common device name: catheter, urethral. Product code: gbm. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The product end user states "he fin shaped guide not centered in line with the coude curve on the end of the catheter. He reports that they were as much as 45 degrees off which makes it problematic to use the guide as indicated". There was no photograph received depicting the reported complaint issue. Lot number unknown. No harm reported.